Event description:
Caller alleged potential false negative cardiac enzyme results. Patient presented to the emergency department "having a heart attack". Results as follows: see scanned table. The customer suspects a sample mix up on the 04:10 results but cannot confirm. No sample remains. There was no treatment withheld based on the 04:10 result. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the confidence interval on testing performed on retain devices for (B)(4) lot found no product deficiency. The calculated confidence interval for coefficient of variation (cv) for all analytes is within the packaging insert (pi) claim. No product deficiency was established.